Event description:
It was reported that the patient expired. The cause of death was not reported. The report indicated that the patient had metastatic ovarian cancer. Per the reporter, the death was unrelated to the implanted system. The patient was last seen by the physician in 2008. The pump was used to deliver hydromorphone 0.5 mg/ml with a dose per day of 0.30039 mg. The pump also contained bupivicaine 40 mg/ml and compounded baclofen 250 mcg/ml. The pump infusion mode was simple continuous with patient activated infusion enabled.